Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Although various troubleshooting steps were attempted, including trying a different charging cable, the issue persisted. Consequently, technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and advised the customer to rely on an alternate method for insulin delivery if the pump battery depleted before the replacement arrived. It was determined pump would be replaced.